Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the positioning issue is most likely due to patient movement as the clinical details state that when the patient was transferred to his bed the impella was pulled across the valve and into the aorta.

Event description:
The user facility reported that while transferring the patient to their bed, the implanted impella cp pump was inadvertently pulled back across the valve and into the aorta. Attempts to reposition the pump were unsuccessful and the decision was made to explant the device. Patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.